Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: it was reported that a cook frova catheter was used to assist with placing a medtronic shiley bronchocath 39l double lumen ett. On bronchoscopy after intubation a plastic foreign bodies was found in the main bronchus. The foreign body was plastic coating off the frova catheter which had sheared off when placed via the dlett. The problem resolved with a fresh catheter and dlett ¿on the bench¿. The frova catheter appears to have an outercoating which easily shaves off on any edge.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description only. No product was returned to assist the investigation, but based on the event description the frova device was used for placing a medtronic shiley bronchocath 39l double lumen ett. However, the frova introducer is designed for placement of a single lumen tube only - not a double lumen tube as reported. IFU, intended use: "the 14.0 french catheter introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger. Note: do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." Also, under warnings is stated "do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.